Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician used two new drivers and both ends broke while engaging locking mechanism. One end broke before torque sound engaged. Using uniplate with aegis screw. Engaged set screw driver, tightened set screw, released, put driver in next poly cap and noticed end broken. Tip retrieved and will be returned with driver.

Manufacturer narrative:
The tri-lobe uniplanar cam tightener shaft (product code: 2897-06-000, lot number: gm4123101) and the viper2 x25 set screw inserter (product code: 2867-35-400, lot number: ag2098453) were returned to the complaints handling unit (chu). A composite optical image of tips of the cam tightener reveals plastic deformation at the trilobes and torsional shear markings following a circular pattern. The plastic deformation at the trilobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the trilobes and extending to the center of the shaft, the potential fracture termination site. Visual inspection of the cam tightener by the quality engineer had also found that the tip opposite of the broken one was twisted by approximately 90 degrees. The twisted tip exhibits significant permanent deformation, suggesting the twisted tip experienced a static torsional overload. This damage was not mentioned in the original event description but has been noted. This may have occurred during tightening in a manner similar to the broken tip.the results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tips of both the cam tightener and the inserter breaking cannot be determined from the samples and information returned. Fracture analysis has determined that a probable root cause may be an unexpectedly high amount of torque placed on the instruments during tightening/insertion. This may have led to the cam tightener and inserter experiencing a quasi-static overload torsional shear failure and the inserter. Likewise, the opposing tip of the cam tightener may have become twisted due to similarly high amounts of torque. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.